Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had constant motor error alarm noted during rewind due to motor encoder out of phase. Motor position encoder error alarm was not confirmed due to motor error alarm. The device had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported that the insulin pump returned a motor error alarm and an additional error alarm. Customer reported that the insulin pump had been exposed to high magnetic fields earlier in the day of the call. Customer reported that the motor error alarm occurred during bolus. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.